Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
This pi s for case 1 of 2 mps says that during tha reaming their inclination and version was off by a lot in a case last week which he thinks is a suboptimal (extra-articular surface points) however in the case today they went to ream and before actually powering the mics the system showed that the acetabulum was reamed to the point of being red. He said checkpoints passed and registration was accurate. Update 12/august/2024: mps reported inclination and version inaccuracy during tha, which mps attributes as possibly linked to poor registration pattern + red already showing up prior to reaming. Re-registration did not resolve. Checkpoints before and after cut attempts passed. This support case and work order are being submitted due to a spontaneous cancellation of a prior work order.

Event description:
This pi s for case 1 of 2. Mps says that during tha reaming their inclination and version was off by a lot in a case last week which he thinks is a suboptimal (extra-articular surface points) however in the case today they went to ream and before actually powering the mics the system showed that the acetabulum was reamed to the point of being red. He said checkpoints passed and registration was accurate. Update 12/august/2024: mps reported inclination and version inaccuracy during tha, which mps attributes as possibly linked to poor registration pattern + red already showing up prior to reaming. Re-registration did not resolve. Checkpoints before and after cut attempts passed. This support case and work order are being submitted due to a spontaneous cancellation of a prior work order.

Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results. -product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: rob510 - mps reported inclination and version inaccuracy during tha, which mps attributes as possibly linked to poor registration pattern red already showing up prior to reaming. This support case and work order are being submitted due to a spontaneous cancellation of a prior work order. Work performed: thoroughly cleaned hybrid cables and connections, camera lenses, and monitors. Ensured proper tension of transmission cables as well as proper joint friction. Adjusted j2 bump stops to correct alignment. Upon failing auto arm accuracy checks, I performed kinematic calibration. Performed all proper tests and checks per service manual, including pre-surgery test on gud, system is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed to be potentially caused by dislodged bump stops as per the field service engineer visit. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.